Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 3 failed. The field service engineer (fse) shut down the station, removed and flipped the full-height cubie drawer, and found the latch inseparable magnet missing. A new inseparable was installed, the drawer reassembled, and the pyxibus cable reconnected. After restarting the station, a successful hardware test application was run and saved, and the pharmacy recovered the drawer via the main application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.